Event description:
Patient required repeat cranioplasty. Initial cranioplasty performed on (B)(6) 2013 using biomet cement; in 2015 biomet cement found to have deteriorated leaving a deep, depressed area behind patient's left ear that was causing pain.